Event description:
This event is reportable based on analysis completed on 08/25/2011. It was reported, the distal tip kinked during the procedure. The catheter was removed and replaced to continue the procedure. There were no adverse consequences to the pt. Analysis of the returned device revealed a separation at the distal tip end of the catheter. Additional information was requested and is not available.

Manufacturer narrative:
One supreme ep catheter was returned for evaluation. Visual inspection confirmed the catheter tip was no longer attached to the grey shaft and held by the tip anchor system and tip wires. The uv bond joint between the grey shaft and catheter tip was also broken. Visual inspection showed that uv adhesive was only attached to the tip with no remnants of the grey shaft indicating that the grey shaft did not break. The distal end of the grey shaft did not show presence of any type of uv adhesive; however, a small layer of a second uv adhesive was present. Per manufacturing process, the shaft is thermal tipped in order to form a "shoulder" on the tip. Investigation determined that the catheter shaft does not contain enough "shoulder" on the distal end to allow enough uv adhesive to keep the tip adhered to the grey shaft. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with manufacturing as the event is related to a manufacturing non-conformance.